Event description:
On 9/11/99, resident was taken out in wheelchair by family at 3:25pm to go to the fair. At 7:15pm, rptr's home received a call from son's girlfriend that resident had fallen and broken her leg. Rptr asked to speak to the ER nurse and she was to call back, at 7:20pm, the ER nurse called back and said that the resident had a fracture and would call back when she knew more. At 9:45pm, ER nurse called again and said resident had a fx, rt tibia and fibula and surgery was for 9/12/99. On 9/14/99, resident had returned and was questioned on 9/15/99 what had happened. She said the right wheel on wheelchair came off and she fell.